Manufacturer narrative:
(B)(4). The fractured abutment screw was received. Visual inspection of the returned product identified that the abutment screw had fractured and the lower portion of the fractured abutment screw was returned inside the drive feature of the osseotite xp implant into which it fractured. The fractured top portions of the screw was not returned. Part and lot numbers for the subject screw are unknown. Therefore, a lot specific complaint history review could not be performed. Complainant reported that the abutment screw fractured. The reported event was confirmed through visual and physical inspection of the returned product. A root cause for this complaint could not be determined.

Event description:
It was reported that the unknown abutment screw fractured in the dental implant.